Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient received a right sided pneumothorax. Procedure was performed with no apparent issue. It is unknown what specifically caused the pneumothorax. A chest tube was inserted and the patient was admitted to the hospital for overnight observation.